Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps was analyzed and found to failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of bipolar yaw pulley thermal damage with exposed electrode to be related to the customer reported complaint. The instrument was found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibits localized melting damage at the base of one of the grip tips with exposed electrode. Electrical continuity was performed and passed. No damage to the conductor wire was observed. The complaint regarding a piece of damaged plastic was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Additional observation not reported by site was that the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.107¿ - 0.178 in length and were not aligned with the tube axis. Common causes of the failure mode scratch marks /abrasions instrument main tube are typically attributed to misuse. Scratches or abrasions to the main tube of instruments are deemed cosmetic damage. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This complaint is being reported based on the following conclusion: the instrument had conductor wire damage. Thermal damage at or near a conductor wire breakage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. .

Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument tip had a piece of damaged plastic. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and did not receive any additional information.